Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative found the valves were not opening and closing properly. He replaced the gear pump and the valves. He performed operational and mechanical checks to verify the instrument's performance. The investigation is ongoing.

Event description:
There was an allegation of questionable urine creatinin results for 1 patient sample and questionable hdl cholesterol results for 1 patient sample on a cobas 6000 c (501) module . Patient a: (sample ID: (B)(6) : the initial urine creatinine result was 7.9 mg/dl and the repeated result was 103.5 mg/dl. Patient b: (sample ID: (B)(6) : the initial (plasma lithium heparin) hdl cholesterol result was 4.5ml. The repeated result was 3.0 mg/dl (with a data flag). The sample was repeated again and the result was 52 md/dl. The repeated results were believed to be correct.